Manufacturer narrative:
Concomitant medical products: 4469 lead implanted: (B)(6) 2002, ddbb1d1 ICD implanted: (B)(6) 2014 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clinician thought there was possible loss of capture on the electrocardiogram. Pacing spikes were noted during the qrs and on the t-wave. A remote monitoring transmission was performed. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.